Event description:
It was reported that during incoming inspection "found stain on product."

Manufacturer narrative:
An evaluation was performed on (B)(4) 2014. Received 3 unused i.d. 9.0mm, catalog number: 61110090 endotracheal tubes with frosty balloons, fitted with pp connectors of corresponding sizes and tubes marked as per (B)(4) specification. Products fitted with pvc bullet valves with pilot balloons printed with sizes identification 9.0 mm and work order number: (B)(4). The samples were tested on (B)(4) 2014. The samples were inspected and the observations are as follows: 1 unit showed no sign of stain on product, where as 2 units were confirmed for stain on product. Review of the assembly record did not reveal any signs of the associated defects detected during the 100%light test. Based on the analysis of the returned samples provided it was found that 2 out of 3 units returned were not meeting our inspection criteria. However, this complaint issue has been investigated to address the confirmed complaint and documented in the CAPA system. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.